Event description:
It was reported that t:slim x2 pump battery would not charge, with charging connection not recognized even after using working outlets, different wall adapters, and different charging cables, and no visible damage to charging port, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.